Manufacturer narrative:
Device not available for evaluation.

Event description:
Mixing time: 50 seconds; implantation of bone cement into femur after 2:04 minutes; insert of femoral component after 4:48 minutes; 15 minutes flexed knee (cement cured); delay in surgery (some minutes).